Manufacturer narrative:
Additional information: a2, b5, b7 and d10. B5: upon follow-up, it was reported that action taken with pd therapy was unknown. At the time of this report the patient outcome for cloudy effluent and fever were unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, b2, b5, b6, b7, d10, h2, h6 and h11. B5: upon follow-up, it was reported that the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin (1 gm, intraperitoneal, discontinued) and ceftazidime (unspecified dose, frequency, and route, discontinued). At the time of this report the patient recovered from peritonitis and was discharged from the hospital. Pd was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of cloudy fluid and fever. The cause of the event, hospitalization, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.